Event description:
The following description was provided by the healthcare facility, "x-ray was taken to show the residual broken pieces. The surgeon was able to find the broken piece and remove the piece. The surgeon took an xray and the piece was clearly gone. The procedure took an extra 45 minutes to complete and had to utilize xray."

Manufacturer narrative:
The following description was sent to the customer, "thank you for bringing your customer complaint to our attention where a carbon sterile sm11 blade has broken during a knee scope procedure. With this blade breaking during use, it falls into the category of an adverse incident and therefore must be reported to the relevant competent authorities. Unfortunately, it does state that the blade in question or sample blades from the same shelf box or lot number is not available to test. Without having samples returned, we are unable to perform the relevant tests to establish whether the blade had been manufactured to the surgical blade standard bs 2982 of which we claim compliance. Without a lot number, we are unable to check our in-process records for any deviations or problems during production. We are also are unable to determine if we have received any further complaints of this nature from the same product code and lot number. We hope you will understand that we are finding it difficult to investigate this complaint as we have no sample blades or lot number information, if these were to become available and returned, we would be able to carry out a thorough investigation and issue you with a follow-up report detailing our findings. If we can be of any further assistance, please do not hesitate to contact us. We have been unable to establish the root cause of this complaint due to us having no sample blades to test and no lot number information to check our records. No corrective action is required as we have been unable to establish the root cause due to not receiving sample blades or lot number information. No preventive action is required as we have been unable to establish the root cause due to not receiving sample blades or lot number information." Following our investigation we now consider this matter to be closed. If any further information is provided after the submission of this report, including the lot number of the device in question, then a follow up report shall be submitted.